Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint erratic or intermittent display in image is cause traced to component failure and complaint air water channel and cylinder have white detergent most probable cause could not be idnetified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited an erratic or intermittent display, with a white detergent visible in the air water cylinder and tube. There was no patient involvement.